Event description:
Routine in-house quality testing identified the potential for premature failure of an internal wire in devices distributed outside the USA. There have been no complaints, adverse events or field reports associated with this issue. Add'l lotno: fa3280, fa3331.